Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Event description:
The customer reported to baxter (B)(4) of a vialmate in which "a piece has been cut out from the membrane and is now in the solution." It is unknown when or in which care area this event occurred. There was no patient involvement; therefore, there are no reports of patient injury or adverse events associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Two actual samples were returned to the plant for evaluation. The vialmates were attached to a vial and a viaflo bag and visual inspection revealed that reconstitution was already performed. Visual inspection revealed that a grey particle was visible in both vials. An infrared test was performed on the particles and the test revealed that the particles were from the same material of the vials stopper. The reported problem was not confirmed. The root cause was attributed to a defective stopper since no changes in needle were done and the needles of the returned samples had no visible deformations. This issue will be monitored for reoccurrences. A batch review was performed on the reported lot with no deviations found.